Event description:
The pt with a diagnosis of idiopathic thrombocytopenic purpura (itp) was treated with his first column treatment on 3/8/97. Blood pressure (b/p) at start of procedure was 128/63. Approx 20 minutes into the procedure, as whole blood flow was increased to 30cc/minute, the pt's b/p dropped to 110/60 and then 95/44. The pt at this time complained of chest pain. Pulse was 90-100. The attending physician was notified as chest pain worsened. The physician requested that the procedure continue. Whole blood flow was dropped and the pt's symptoms did not worsen. On increase of whole blood flow again, chest pains increased and the pt thought he was having a heart attack. The apheresis nurse discontinued the procedure at this point (approx one and a half hours after start of the procedure) in her concern for the pt's well-being. It was noted that the pt had taken an angiotensin converting enzyme (ace) inhibitor medication, lisinopril, that morning. The nurse was told that it was to have been discontinued, unfortunately it was not. Use of the column is contraindicated in pts receiving ace inhibitor medications.